Manufacturer narrative:
Additional information: manufacturing review: the reported complaint could not be confirmed as the device was not returned for analysis; therefore, a technical analysis could not be performed. The device history record (DHR) review determined that 5 units failed during hi-pot test(electrical testing). The lot was sorted and tested to ensure remaining units met specification prior to release. Risk review: insufficient ice formation is documented in the risk files and not a new failure mode.

Event description:
It was reported that during a cryoablation procedure, three iceforce needle's ice balls were very small in comparison to their normal size. There were no patient complications, but the physician visualized that there was a significant amount of ice missing. It was further reported that the needles were tested prior to the procedure with no issues. During the first freeze cycle, the physician realized that the ice ball size measured more like an icepearl than an iceforce and this issue continued throughout the procedure. Troubleshooting by retesting the needles was performed, but did not resolve the issue. The argon cylinder valve was checked twice to confirm that it was fully open. The case was partially completed as the ice ball size was not sufficient for the lesion and the physician felt the treatment was not adequate. The patient will be brought back to the or for a second procedure. It was also confirmed that the same cryoablation system was used the day prior with no issues.

Event description:
It was reported that during a cryoablation procedure, three iceforce needle's ice balls were very small in comparison to their normal size. There were no patient complications, but the physician visualized that there was a significant amount of ice missing. It was further reported that the needles were tested prior to the procedure with no issues. During the first freeze cycle, the physician realized that the ice ball size measured more like an icepearl than an iceforce and this issue continued throughout the procedure. Troubleshooting by retesting the needles was performed, but did not resolve the issue. The argon cylinder valve was checked twice to confirm that it was fully open. The case was partially completed as the ice ball size was not sufficient for the lesion and the physician felt the treatment was not adequate. The patient will be brought back to the operating room for a second procedure. It was also confirmed that the same cryoablation system was used the day prior with no issues.